Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three (3) devices were received for evaluation; 2 events were confirmed during testing. 2 devices were found to be affected by a missing retaining ring. 1 event was not confirmed; however, the device was found to be affected by a faded retaining ring. Three (3) devices are available for evaluation but have not yet been evaluated. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device disassembled. 5 reported events had patient involvement with no patient impact. 1 reported event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation; 2 events were confirmed during testing. 2 devices were found to be affected by missing components. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use. Correction: 1 device was expected for evaluation; however, the device was not received for evaluation.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device disassembled. 5 reported events had patient involvement with no patient impact. 1 reported event had no known patient involvement or patient impact.